Manufacturer narrative:
Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, current measurements or determine battery anomaly due to display anomaly.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm . Customer's blood glucose value was 124 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.